Event description:
The customer reported the device shut down while in normal ventilation. No pt harm reported.

Manufacturer narrative:
Philips field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received. Correct contact address: (B)(4).

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.